Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted in the patient''s eye. In medical safety opinion there is an intrinsic balance among the osmotic force, hydrostatic force, capillary permeability, and tissue compliance that occur within the vasculature. Cystoid macular edema (cme) is an exchange of homeostatic mechanisms in vitreous, retina, and choroid. Irvine-gass is an inflammatory process occurring in up to 20% of cataract extraction with intraocular lens. 1% of these have a clinically significant decrease in visual acuity. Cme usually occurs up to 6-10 weeks postoperatively. 95% of cme due to irvine-gass has been shown to resolve spontaneously within 6 months. The most probable root cause for the patient''s cystoid macular edema is that it is a known procedure complication.

Event description:
It was reported by the retinal specialist that the intraocular lens (iol) is in the capsular bag of the left (os) eye. The orientation of the lens did not change, and the optic is clear and free of debris. The patient noticed a decrease in vision and the intraocular pressure (iop) was 18 mmhg os 351 days post operation. The patient has been treated with subtenon depo medrol, ozurdex 0.7mg implant, celestone injection, intravitreal triesecnce 4mg, prednisone 40mg by mouth (po), prenisolone acetate 10/0 os 4 x a day (qid). No secondary surgery has been performed. In the surgeon''s opinion, the likely cause of the event is inflammation. The patient''s prognosis is that the cystoid macular edema (cme) is worsening in the os as of 351 days post-op and the outcome is to be determined. Additional information has been requested but has not been received.

Manufacturer narrative:
The device has not been returned for evaluation as it remains implanted in the patient's eye. Medical review of this event has determined the iritis to be unrelated to the device as the occurrence of the iritis is almost more than three months after lens implant and the surgeon denies toxic anterior segment syndrome (tass) due to the delayed nature of the reaction. The brown lens pigment may be a debris deposit, related to the iritis. The iritis and lens pigment are not believed to be related to the product and the root cause for the cystoid macular edema (cme) is unknown. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. No similar events have been reported for this product lot to date. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that 61 days after an uneventful intraocular lens (iol) implant in to the capsular bag of the left eye (os), the patient developed iritis and focal choroiditis and 99 days after surgery, cystoid macular edema (cme) was present. The phacoemulsification surgery was not complicated in any way and the original incision size was 2.6mm. The lens did not change orientation, however a pigment was noted on the lens 273 days after implant which was described as brown in color and spotty on the anterior side of the iol. The surgeon's opinion was this pigment did not contribute to the cme. The patient first noticed a decrease in vision 75 days after surgery. The patient was injected with kenalog after the procedure and prescribed post-operative medications of pred forte, vigamox, nevanac. The patient is still under treatment and has been referred to a retinal specialist. Additional information has been requested, but has not been received.